Event description:
During a right arm shunt thrombectomy the balloon on a #4f fogarty catheter sheared off while in the vessel. The shunt was heavily calcified. Surgeon believes the balloon is amongst the graft and thrombus. No injury reported.